Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer's blood glucose has been running high for about four weeks. Customer's blood glucose value was 262 mg/dl; current value is 247 mg/dl. Customer treated with the insulin pump. During troubleshoot; it was stated the drive support cap is recessed. The tubing had some air bubbles near the reservoir. Insulin was stored at room temperature. No insulin leak was found. Insulin did exit the tubing with manual prime. Customer declined to check their settings. The high pressure test was not performed as the customer did not have the tubing clamp available. Customer was advised to change the infusion set and reservoir and get back in contact to complete troubleshooting.